Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: during the investigation, a review of the black box showed multiple ¿cs006¿alarms. Unrelated to the original complaint the battery compartment was found to be cracked below the grip pad, with the returned battery cap undamaged and able to fit. The display screen was also found to be dim and reddish. The pumps ¿ez-prime¿ steps were performed correctly, and the pump was able to be exercised for 24 hours with no reoccurring alarms.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.